Event description:
It was reported that during a bankart surgery the strip of the device broke inside the patient. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with different devices (ar-2923bc-1 + ar-7235-1). It was not necessary to switch the surgical technique or do a second surgery. Update 17-jan-2022: it was confirmed that the sutures broke and all the system was damaged. No further details are available. The device won`t be returned.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.